Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Clinical review stated not show any device specific abnormalities. No equipment related cause for the flap shift has been found. The root cause could not be identified conclusively, however, flap dislocation is a rare side effect which can be caused by external force e.g. Rub ones eyes. There is no indication of a product malfunction which cased or contributed to the reported event. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported uncomplicated lasik of the left eye. Eight hours after being discharged following the procedure, the patient contacted the site with symptoms of irritation, blur and serious discharge. The patient was seen and a full flap shift was noted. The etiology is unknown, other than ocular dryness and taught lid opposition could be determined . The flap was repositioned and a bandage contact lens was placed. The patient returned one day later for a full flap lift, rinse and reset. The patient was educated regarding her ocular health and required treatments, including the need for copious lubrication to avoid future flap shifts . At one week post treatment the flap and interface were clear. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.